Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. Date of explant - estimated. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that the patient underwent a mitraclip procedure to treat mitral regurgitation (mr). On an unspecified date post procedure, a partial clip detachment occurred and was treated with mitral valve surgery. Dialysis was performed, and the event resolved on (B)(6) 2019. No additional information was provided.